Manufacturer narrative:
The facility's clinical engineering department performed a full assessment on the generator and active electrode in question. They found the generator to function normally, and did not find any physical defects in accessories used. The clinical engineers determined there were multiple contributing factors. Bacitracin ointment was used in place of surgilube as the surgeon felt it was thicker and held the hair better. The chloraprep may not have dried completely as the patient's hair was wet. The drape covered the patient's entire body creating an area where oxygen could have pooled. Bacitracin ointment was applied to the burned areas on the patient. Device not returned by facility.

Event description:
A patient was having lesions removed from her scalp. The area was clipped, prepped, and covered with drapes. Oxygen was administered via a nasal cannula at a rate of 2 liters per minute. The first lesion was removed with a scalpel and the site started to bleed. The physician attempted to cauterize the site, but as soon as the handpiece was activated, there was a flame and the patient's hair had caught on fire. The patient sustained minor burns on her eyelids, her face, and her ear.